Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h11 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis for investigation. If the restrictions are lifted or additional information otherwise becomes available, the investigation will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the battery life of the insulin pump was shorter than expected, crack at the pumps belt clip railing. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed for belt clip damage, the customer noticed damaged hinge of the belt clip and instructed customer that non-serialized product being replaced. Troubleshooting was performed for low batery alert and instructed customer that pump will be replaced.no harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for acc-1601.